Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/22/2017 with the following findings: the display was dim and discolored. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.